Manufacturer narrative:
The lead remains implanted. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically repositioned a few weeks after implant due to a potential micro perforation. The fluoroscopy that was performed prior to revision was unremarkable. The patient had complained of chest pain, and the lead had loss of capture. The lead remains in-service. No additional adverse patient effects were reported.